Event description:
It was reported that the inner cannula is shorter than the outer cannula. The involved device has been returned to the mfg facility and forwarded to the analytical laboratory for eval.